Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00361 thru 3012447612-2018-00365.

Event description:
It was reported that a surgeon has seen patient infections after using an inserter and related implants which are stored in the same sterilization case. There is no specific infection cause or patient information available. This is report two of five.

Manufacturer narrative:
UDI number: na. The returned compressor was examined. The device was received without the sterilization packaging that it is contained in until being used for surgery. As this is the case, it was unable to be tested for contaminants since it cannot be determined what was present directly after sterilization and what was acquired during the shipping/receiving processes. Without testing the device in the same form that it was in when brought into surgery and without knowing any further information about the infections, the complaint cannot be conclusively confirmed and the cause cannot be determined. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a surgeon has seen patient infections after using an inserter and related implants which are stored in the same sterilization case. There is no specific infection cause or patient information available. This is report two of five.